Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead had exhibited high out of range pace impedance measurements, measuring greater than 2,000 ohms. Subsequently, the patient underwent a revision procedure and this lead was surgically capped and a new lead was successfully placed. No adverse patient effects were reported.